Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The dealer svc rep replaced the exposure switch unit. The system is working fine now. (B)(4).

Event description:
The customer reported that there was a shadow on the left side of the image. The problem appears intermittently in fluorescein imaging mode only. The customer did not mention that they had to re-inject the pt with fluorescein or reschedule the pt exam. However, the info suggests that a repeat injection may have been necessary during the exam, or a rescheduled exam, due to the shadow on the image.